Manufacturer narrative:
The actual sample was received and an initial visual inspection was performed and no issues were found. During the disinfection of the sample a leak was found. There was a pinhole located in the cassette membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
UDI: (B)(4). The liberty cycler set was not returned for evaluation. No companion sample is available at the distribution center for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient an air detected in cassette alarm and cancelled treatment after speaking with the peritoneal dialysis nurse. The patient notice a fluid leak when removing the cycler set from the cycler. Follow up with the patient indicates that the patient was treated with prophylactic antibiotics. And that there was two cultures done and one of the results came back negative. Additional information has been requested.